Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased after the implant procedure. There is no known allegation from a health care professional that suggests that the death was device related. The patients cause of death was reported as pulmonary embolism. The patient was cremated. No additional information was available at this time.